Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking from the right side of the bag. The leak was observed after tpn was compounded and prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The actual sample was received for evaluation during visual inspection, a small tear/hole was observed in the right side edge of the bag. During functional testing, a leak was noted on the right side edge of the bag. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted..